Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked. There is no injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) went on-site and repaired the lids.